Event description:
A home pt contacted baxter's technical service center regarding a check lines and bags alarm during priming. Baxter's technical service center instructed the home pt to dispose the set-up and start over with new supplies. No pt injury or medical intervention was indicated at the time of the initial report.